Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was). The valve was half way open as received and blood was on the device. The valve, hub, shaft, and tip were microscopically and tactile inspected inspection revealed a kink in the sheath located inside the strain relief area (at the distal end of the hub), and there was damage (cross threading) to the threads of the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the inability to close the valve, with the valve only closing half of the way shut. After finding the valve could not be closed all the way, the cap of the valve was removed, in order to inspect the washer and valve. When the cap was removed, the valve was found to be placed on top of the washer which is contrary to the expected position of the washer on top of the valve. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kink and thread damage were attributable to handling of the device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00711. It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. However, the valve on the sheath wouldn't close properly, allowing back bleed. A second was was inserted and the same issue occurred. The procedure was not completed, but due to another unspecified reason. There were no patient complications due to the leak. The patient condition was fine.